Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01446.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) an indigo system catd aspiration catheter (catd), indigo system catrx aspiration catheter (catrx), and non-penumbra sheath. During the procedure, while advancing the catd through the sheath, the mid-shaft of the catd kinked. Subsequently, the catd was removed. The physician continued with the procedure using the catrx and the sheath. While advancing the catrx through the sheath, the proximal end of the catrx kinked. Therefore, the catrx was also removed. The procedure was completed using a indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.